Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is user error for both patients. Results should not be reported while qc is out of range. Results for pt #2 were additionally accompanied by a result flag which should have precluded reporting. Instrument hm contamination also contributed to the falsely elevated troponin I results. A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. The fse performed maintenance procedures. The instrument is performing within specifications.

Event description:
Falsely elevated troponin I results were obtained on two patient samples. The results were reported while qc was out of range. The first patient (pt #1) result was reported to the physician who questioned the result. The sample was repeated on the same instrument and a negative result was obtained. The falsely elevated troponin I on the second patient (pt #2) result was accompanied by flag indicating that results should not be reported. The result was reported to the physician who questioned the result. Treatment was not reported to have been altered for patient #1. A cardiac catheterization was performed on pt #2. There was no report of adverse health consequences to either patient as a result of the falsely elevated troponin I results.